Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch bi-directional navigation catheter and charring occurred. After the procedure char was observed by the physician on the proximal end of the catheter. There were no issues related to temperature and flow on the catheter. The physician did not consider the amount of char observed caused a potential risk to this patient. Furthermore, the patient did not suffer any patient consequence post procedure. Therefore this event was originally assessed as not reportable. The device was received for analysis by the biosense webster failure analysis lab on september 6, 2015 and during visual inspection char and reddish brown material was discovered on the proximal end of the tip dome which coincides with the reported event. In addition, ring # 1 on the proximal side was lifted up and sharp with white plastic like material stuck underneath it. Additional information was received that the additional finding of a sharp lifted ring with foreign material stuck underneath was not noticed by the customer. The additional finding is indicative of a reportable event due to the potential harm to the patient. The awareness date for this record is september 6, 2015 because that is when the reportable damage was discovered.

Manufacturer narrative:
It was reported that further information received indicates that the damage might occurred after the catheter was packed and/or during the device transportation to bwi. However, that is incorrect since foreign material was found under the rings that corresponds to a material widely used as radiopacifier along medical device industries. Therefore we cannot conclude that the damage may have occurred after the catheter was packed and/or during the device transportation to bwi. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a thermocool® smarttouch® bi-directional navigation catheter and charring occurred. Upon receipt the catheter was visually inspected and proximal side of the ring # 1 was founds lifted, sharp and a foreign material was stuck underneath it, which is why this complaint was reported to the FDA. The catheter outer diameters were measured and it was found within specifications. The catheter was introduced in an instructions for use recommended sheath and no resistance was noticed during this procedure. A fourier transform infrared spectroscopy (ft-ir) test was performed in order to identify the type of foreign material; the results demonstrated that the foreign particle is primarily composed of polyethylene; however a second compound within the polyethylene was also identified by the ir spectroscopy test, this compound found within the foreign material most likely corresponds to barium sulfate, a material widely used as radiopacifier along medical device industries. Further information received indicates that the damage might occurred after the catheter was packed and/or during the device transportation to bwi. Continuing with the visual inspection char and reddish brown material was found on proximal end of the tip dome. Per this condition and the event reported the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding char has been verified; however catheter was found within specifications. The root cause does not appear to be manufactured related.